Event description:
Boston scientific received information that during an implant procedure, when this device was reconnected to the implanted right ventricular lead, acceptable measurements were obtained except for high out of range shock impedance measurements. A decision was made to induce ventricular fibrillation (vf) with shock on t, however an open circuit warning appeared when the 1.1 joule shock was delivered. It was determined there was a right ventricular lead fracture. As there was a concern regarding system integrity, a decision was made to replace this device and the right ventricular lead. This device was removed, replaced and discarded by the facility. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device was discarded by the facility and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated.